Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer alleges receiving notification from attorney general alleging injury on device. User wants device replaced. Unit spun out of control allegedly and then tipped over.